Manufacturer narrative:
A2-a6) patient information - generalized patient information was listed; however, specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6/b7) patient information regarding relevant tests/laboratory data or medical history - generalized patient information was listed; however, specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from china, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, dissection is listed as a potential adverse event with use of the turbo-elite device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 24jan2025) ¿three-year results of combining debulking devices with drug-coated balloons for the treatment of de novo femoropopliteal arteriosclerosis obliterans¿. The article retrospectively reviewed a study to compare the safety and efficacy of debulking devices, including directional atherectomy (da) and excimer laser atherectomy (ela), when combined with drug-coated balloons (dcbs) for treating de novo femoropopliteal atherosclerotic obliterans (aso). Additionally, evaluate the long-term outcomes and application status of these different debulking devices. A total of 167 patients treated from (B)(6) 2018 to (B)(6) 2023 were enrolled in the study. All lesions were sequentially treated with excimer laser atherectomy (ela) using spectranetics turbo-elite laser atherectomy catheters, non-philips directional atherectomy (da) devices, and drug-coated balloons (dcbs). Patients underwent clinical follow-up at 12, 24, and 36 months. One (1) patient experienced elastic recoil, and 29 patients experienced flow-limiting dissections (MDR # .). Additionally, the mortality rate at 36 months after ela procedures was 2 patients, one from myocardial infarction and one from an unknown cause. (MDR #3007284006-2026-00099). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 24jan2025 has been used, the date of publication. Article citation: lefan hu, hui wang, dikang pan, sensen wu, hanyu zhang and yongquan gu_2025_three-year results of combining debulking devices with drug-coated balloons for the treatment of de novo femoropopliteal arteriosclerosis obliterans. 2025 may:114:63-73. Doi: 10.1016/j.avsg.2025.01.019. Pmid: 39864510. Epub 2025 jan 24. This report captures the 1 elastic recoil and 29 flow-limiting dissections that occurred after use of the turbo-elite device. There was no alleged malfunction of any spectranetics devices in use during the procedure.